Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling was implanted on (B)(6) 2013. As reported by the patient's attorney, the patient underwent a revision procedure on (B)(6) 2013 due to urinary retention. On (B)(6) 2014, another revision procedure was performed due to mesh exposure on the right side of vagina. Boston scientific has been unable to obtain additional information regarding the event to date.